Event description:
Home pt (hp) reported they received notification of the baxter recall for saline syringes in 2002. Hp reported at the time of notification they were experiencing a fever, and in 12/2002 blood cultures were drawn with "positive" results reported the next day for growth of an unknown organism. The hp reported they began antibiotic therapy with ciprofloxacin 500mg by mouth, twice per day. The hp reports they are still taking the antibiotics. Hp additionally reported that a central venous catheter that was in place at the time of this incident had since been removed. The type of central venous catheter was unknown to the hp; however, the hp reports the cathether had been in place since mid 11/2002. The hp stated they were told the reason the catheter was removed was that the catheter was no longer needed and the removal to their knowledge was not a result of the blood culture findings. The catheter has not been replaced. No additional clinical details were available for this report.